Event description:
It was reported that while trying to deploy the stent in a right sfa lesion that had been successfully predilated, the trigger mechanism/handle of the device would not pull back. The stent was only able to be slightly deployed and during the attempt to withdraw the device from the patient, resistance was felt and the stent unraveled. Three stents were implanted to trap the unraveled stent against the vessel wall.